Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the device was oversensing. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device was oversensing. Additional information was received and the device was explanted and replaced. No patient complications have been reported as a result of this event.